Event description:
It was reported that pump declared altitude alarm 21 while insulin delivery was suspended, although pump was within validated operating altitude range and speaker holes were not obstructed. There was no adverse impact to the customer¿s blood glucose level. Customer, with guidance from technical support, gently cleaned speaker holes, removed and reconnected cartridge, and waited to resume insulin; pump returned to normal operation without recurrence of the alarm, and technical support provided tips to prevent future altitude alarms, which customer acknowledged.